Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone17.3 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hyperglycemia after approximately 4-24 hours of pod wear on the abdomen despite administering a bolus dose. The patient reported a blood glucose value of 380 mg/dl. No error messages or alarms from the omnipod 5 app were noted at the time of the event. The patient was hospitalized on (B)(6) 2026, due to symptoms of high blood glucose and vomiting and was diagnosed with diabetic ketoacidosis. She remained hospitalized for approximately 24 hours and was discharged on (B)(6) 2026. Reported medical treatment included intravenous insulin and fluids. No additional information was provided.